Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval found that there was an extensive amount of foreign materials adhered to the broken cup. There was evidence of corrosion and dents on the distal end. The mfg history was reviewed for the device, with no anomalies or irregularities reported. It was concluded that insufficient reprocessing likely caused the corrosion and dents on the distal end. The breakage likely occurred when force was applied during closing of the forceps, due to decreased strength of the cups resulting from corrosion and/or physical impact. No further action is required at this time and this report is deemed close. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a bronchoscopy with transbronchial lung biopsy, one of the biopsy forcep cups broke off and fell inside the pt's lungs after a tissue sample was obtained. The broken piece was retrieved from the pt with the use of an unk model of forceps. There was no pt injury reported.